Event description:
It was reported that a connection collar of a yume set was broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation was performed. A visual inspection found the connection collar to be broken. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.